Event description:
It was reported that a catheter broke. During a percutaneous coronary transluminal angioplasty (ptca), while inserting an opticross catheter, the catheter broke. It was noted that the distal portion of the device broke before the second use. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable.